Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the hcp had limited information but stated that the patient's pump had been turned off in (B)(6) 2021 due to a catheter leak in the abdomen.